Event description:
The device was returned to the manufacturer with no information. The device was analyzed and tested out of specification. Follow up with the clinic determined that the patient's medical condition warranted a device upgrade. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): preliminary testing revealed a pacing output when device was programmed ddd 60 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump was inconclusive if there were wire bond lifts before or after explant because the explant date is not available.